Manufacturer narrative:
(B)(4).

Event description:
According to the reporter the balloon would not inflate. A new one was used with no problem. The issue was noticed prior to use. There was no patient involved.

Manufacturer narrative:
(B)(4).